Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins passed functional testing. There were no issues when pressing on the ins can and telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient lost (B)(6) which started to change the pocket site for her. It was stated that the patient developed sciatic pain and was questioning its correlation to the implant. The health care professional reported pocket pain. It was noted that the patient was encouraged to wear tighter garment underwear to stabilize the pocket and a pocket revision was offered but the patient opted for full explant. It was also reported that with the weight loss, the patient felt her urinary symptoms had improved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had post-implant pain at device pocket site. The device was removed due to the pain. No further complications were reported.